Manufacturer narrative:
Additional system service was performed. The rep replaced all batteries after a burning smell was generated; the battery tested good after replacement. Charger boards were also replaced and x-ray hand switch. One charger board was at 30 votts. At least four battery connectors were seriously damaged and replaced. Previously reported codes b01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found on battery charger 1- analysis determined the visual inspection confirm leaky capacitors. Bench test passed. All the chargers output voltages passed and within spec. Installed invertor battery charger 2 in o-arm system 680. The system initialized. Motion, generator, communication and charging ready. 2d and 3d images passed. B01, c02, d02 applicable codes. Sn/lot # (B)(6) ns: 672 h3: analysis found on battery charger 2- analysis determined the visual inspection confirm leaky capacitors. Bench test passed. All the chargers output voltages passed and within spec. Installed inverter battery charger 1 in o-arm system 680. The system initialized. Motion, generator, communication and charging ready. 2d and 3d images passed. B01, c02, d02 applicable codes. Sn/lot# (B)(6) ns:390 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated as the x-ray batteries were found to have been depleted. Additionally, the battery charger was noted to have been swelled as the unit was powered on continuously and the voltage was above specifications. Other relevant device(s) are: product ID: bi71000526, serial/lot #: unk; product ID: bi71000525, serial/lot #: unk; product ID: bi71000125, serial/lot #: unk; product ID: bi71000126, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that, when powering on the imaging system, indications of a thermal event via odor were observed emitting from the imaging system. The navigation system was then powered down. There was no patient present when this issue was identified.